Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to change infusion set after customer had already changed infusion set. Customer's blood glucose (bg) was 109 mg/dl. Customer drank water to address bg. Reportedly, pump supplies were changed to address the issue and insulin delivery was resumed.